Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that IV pitocin was programmed at a rate of 2ml/hr and increased to 16ml/hr over four (4) hours. Upon assessment of the patient it was noted the IV tubing was never connected to the patient but had a green cap at the distal end of the tubing. Only a small amount of fluid was dripping though cap, no large amount of fluid noticed in the floor. The clinician stated the pump did not alarm for any occlusion in the tubing caused by the green cap. There was patient involvement however no harm.

Manufacturer narrative:
The customer complaint of flow accuracy and leakage could not be verified due to the product of material 2420-0007 not being returned for failure investigation. Related pump complaint record #(B)(4) received the samples - but that investigation reported no administration tubing sets. There was one photo returned by the customer, of IV bags, but unfortunately this was not enough information to confirm the failure.the root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because the lot number is unknown.this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.